Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A manager reported that air was coming from the vitrectomy connector and the cutter was not working during a procedure. The case was completed using an alternate unit. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. Through discussion with the operating room (or) nurse, the cause of reported non-conformities was determined to be the cutter gauge setting was mistakenly changed to 23ga (2500 cpm) during vitrectomy setup. The incorrect gauge setting was confirmed by another or technician, who stated that the cut speed displayed 2500 cpm instead of 800 cpm as it should for the vitrectomy cutter used. The company representative instructed the or technicians to check for the appropriate cutter gauge setting to prevent future occurrence of the reported non-conformities. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer misuse of product by mistakenly changing the cutter gauge setting for the vitrectomy cutter used.